Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error from the insulin pump. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump gave an unexpected intermittent blank display when any of the buttons was pressed due to a corroded lcd board. Traces of corrosion were found at the mother board. Unable to verify the button keypad anomaly or perform the displacement test due to the intermittent blank display. The pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker.